Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the atrial lead exhibited intermittent capture, intermittent sensing and had dislodged. The lead was explanted and replaced.